Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in renal artery. A 5.0x15mm express stent was inflated and it was noted that the express stent dislodged from the balloon. The express stent was located on the proximal shaft of the catheter right before the balloon. The physician pulled the stent delivery system through a 6f sheath and completely removed it from the patient. The procedure was completed with another same device. No patient complications were reported and the patient¿s status is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an express sd stent delivery system (sds) was returned with stent and no original packaging or other devices. There was contrast in the inflation lumen and balloon. The balloon was loosely folded with stent impressions on the surface of the balloon between the markerbands. The stent was loosely on the shaft of the device proximal of the balloon. Inspection of the remainder of the device and stent presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent dislodgement. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in renal artery. A 5.0x15mm express stent was inflated and it was noted that the express stent dislodged from the balloon. The express stent was located on the proximal shaft of the catheter right before the balloon. The physician pulled the stent delivery system through a 6f sheath and completely removed it from the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.